Event description:
The patient's daughter contacted nephron pharmaceuticals corporation on (B)(6) 2013 regarding a product complaint of no aerosol production associated with the ez breathe atomizer. The reporter stated that the patient, her father, experienced an asthma attack when two atomizers failed to produce an aerosol mist. During a follow-up phone call on (B)(6) 2013, the patient's spouse reported that the patient experienced an asthma attack on (B)(6) 2013, after two atomizers failed to produce an aerosol mist. She added that the patient maintained the atomizers properly. No medical treatment was required. The patient is a (B)(6) male with a past medical history that is significant for asthma. The patient's concomitant drug therapy was not known to the reporter. The patient is a former smoker, and the reporter stated that the patient experienced asthma exacerbations often in (B)(6) and the winter. He used the units three to four times daily. No other information was available concerning the patient's medical history. Medical review: information regarding the prescription date prior to use and expiration date of the product was not provided.